Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2012 and straps were used to fixate the mesh. The patient is experiencing a high level of post operative pain.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The device exhibited two main issues when it was opened: the main gear (trigger) and sled were out of position (misaligned) and eight straps were found inside cannula assembly, all of them look in good condition. The functional characteristics make this device unacceptable to work normally.